Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by the patient they had blood at the incision site. They went to the clinician¿s office about the blood and received a new bandage. On (B)(6) 2018, the patient¿s family member called to report that the patient was in the emergency room with terrible abdominal pain and that they were unable to urinate. There were no further complications reported/anticipated.